Event description:
During an in-clinic follow-up, episodes of myopotential oversensing were observed on the device. Provocative testing was performed, and myopotential oversensing was reproduced. Technical support was contacted and recommended reprogramming to resolve the event. Reprogramming has been performed to resolve the event. The patient was stable.